Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in extrusion of the implant. Treatment with the antibitioc cefditoren pivoxil was unsuccessful. The device was explanted on (B)(6), 2012.there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)